Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The interface board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the interface board failing was a faulty c27 capacitor.